Event description:
Caller reported a malfunction on the pump. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer service helped the caller reset the pump, and the malfunction code did not recur afterward, allowing continued use of the pump. The caller was advised to return for any future issues, which they understood.